Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The patient stated he has been cysto-scoped and the dr stated that the cuff is functional but does not completely close. The physician recommended a replacement. No further patient complications reported.

Manufacturer narrative:
B3: date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).